Manufacturer narrative:
Philips service replaced the hard disk spare part, reloaded the interventional software, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a startup error occurred due to an image processing pc failure, and hard disk issues were identified on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.